Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room, and was subsequently hospitalized due to a blood glucose (bg) level of 480 mg/dl and high ketones. The customer was treated with intravenous saline and insulin, and was released from hospital on (B)(6) 2021 with no permanent damage. The cause for the reported issue was due to the customer using ¿bad¿ insulin. Reportedly, treatment received resolved the reported issue and the customer¿s bg level returned to normal range (152 mg/dl).